Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to an infection and subsequent exposure of the device. The device was explanted on (B)(6) 2011. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2011.